Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, a consumer reported that the (B)(6) year-old male patient was currently receiving fentanyl via their pump. The patient was also "likely" receiving baclofen via their pump; however the reporter was not sure. The pump previously administered morphine (therapy dates were not reported). The indication for use was non-malignant pain and failed back surgery syndrome. The patient's history included pain due to herniation which was the reason for their pump. The patient had had (B)(6) surgeries because of a scarring condition and back hardware (i.e. Caging and screws). In (B)(6) of 2015 the patient began hearing a pump alarm every hour which was "likely" an elective replacement indicator (eri) alarm. Physician listings were requested. On (B)(6) 2015, a healthcare provider (hcp) reported that the patient's medical history included arthritis. The patient had no known drug allergies. The patient pump alarm went off and the patient was having pain. The alarm was confirmed as having been due to eri; normal battery depletion was noted. The pump was implanted longer than 81 months before reaching battery depletion. The pump had not been explanted/replaced. The patient was not recovered as their symptoms/issue was ongoing. As per the pump's log, the following medications were administered via a simple continuous rate as of (B)(6) 2015: fentanyl with concentration 8000.0 mcg/ml at a dose rate of 1624.0 mcg/day, dilaudid with concentration 70.0 mg/ml at a dose rate of 14.120 mg/day, and baclofen with concentration 200.0 mcg/ml at a dose rate of 40.60 mcg/day. A bridge bolus was performed on (B)(6) 2015 and the pump medications were adjusted on (B)(6) 2015: fentanyl with concentration 6000 mcg/ml at a dose rate of 1352.0 mcg/day, dilaudid with concentration 70.0 mg/ml at a dose rate of 15.773 mg/day, and baclofen with concentration 150.0 mcg/ml at a dose rate of 33.80 mcg/day. The pump estimated eri (elective replacement indicator) was 1 month. The drug lot number of baclofen, fentanyl, and hydromorphone was noted as having been "171686" for all three medications administered beginning (B)(6) 2015; therapy was noted as having been ongoing. Other medications the patient was receiving at the time of the event (therapy dates not reported) were as follows: valium, oxycodone, fentanyl spray, prilosec, lipitor, naproxen, ambien, and fentanyl film. On (B)(6) 2015 additional information was received on (B)(6) 2015 and it was reported that the patient had been sick since (B)(6) 2015 and it was inquired as to whether the pump could slow down when approaching end-of-life ((B)(6) 2015 would be 7 years). The patient felt like he was in withdrawal. The onset felt sudden. The situation was being addressed by the patient's healthcare provider (hcp). No interventions had been performed. The patient was also working on finding a surgeon to replace the pump. On (B)(6) 2015 additional information was received on 8(B)(6) 2015 and it was reported that on (B)(6) 2015 the patient heard the critical alarm on the pump and was still hearing it. The patient had oral medications and fentanyl patches if needed. He was to follow-up with his managing physician. On (B)(6) 2015 additional information was received from a healthcare provider (hcp) via a company representative. The catheter was replaced because the physician did not see any backflow of cerebrospinal fluid (csf). There were no other issues observed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump and catheter were replaced (B)(6) 2015. Prior to the pump and catheter replacement the patient was on fentanyl 8000 mcg/ml; 1624 mcg/day; dilaudid 70 mg/ml; 14 mcg day and baclofen 200 mcg/ml; 40 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the company representative. The cause of the lack of cerebrospinal fluid (csf) flow was not determined. It was noted that tests were done and occlusions were found, but they were not sure if it was what was causing the problems.